Event description:
The study indicated that the angiographic control performed at the end of the stenting and coiling procedure showed an intra stent thrombus, this was treated with an injection of reopro 0.25 mg/kg.

Manufacturer narrative:
Per study, for subject 2008 indicated that this patient with no relevant medical history was consented for an assisted enterprise stent embolization procedure. The patient had a hunt and hess grading scale of 2 out of 5, and the patient was not on aspirin, clopidogrel or ticlopidine. The location of the aneurysm was in the right internal carotid artery/ middle cerebral artery. The aneurysm height was 9.58mm, 7.33mm length, 6.9 mm width, 5.3mm sac, 1.5mm proximal to aneurysm, and 2mm distal to the aneurysm. No medications were given pre-procedure. During the procedure, the patient received heparin, and 45 minutes after the heparin bolus (100 iu/kg, 5000 iu), the act measurement was 160 seconds. After this act, an immediate heparin bolus of 1000 iu and 50 iu/kg/hr with electrical syringe was administered. Twenty 20 minutes later, an act measured 166 seconds. An additional heparin bolus of 2500 iu was given. The procedure-included placement of an enterpriser 4.5x22m stent followed by eight multiple sizes boston scientific coils. A residual neck was noted post embolization. The event was deemed highly probable to the procedure and device. The event resolved the same day. The database noted that this was not a serious adverse event. The patient was discharged on home with hunt and hess scale of one, and on aspirin 75mg for 12 months and clopidogrel 75mg for two months. This enterprise product is similar to us enterprise device. Additional information will be submitted within 30 days of receipt.